Event description:
Device malfunction: difficult to deploy, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. The thumb advancer step was completed and the clip was fired, however, hemostasis was not achieved. Upon removal of the device, it was noted that the clip was stuck in the end of the sheath. Manual compression was used to achieve hemostasis. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found it fully clip deployed with the clip captured in the distal tip of the exchange sheath. The position of the clip in the sheath indicates the sheath was stretched distal to the tube set during deployment. The conditions during use that caused the sheath to stop slitting and elongate beyond the end of the tube set are unknown. Therefore the root cause could not be determined. Review of the history record for this device did not produce any findings relevant to this investigation.